Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) and alleged their ot ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 4.30pm they obtained an inaccurate low result of ¿136 mg/dl¿ with the subject meter and ¿unk 7¿ (the patient does not recall the actual result or the unit of measure) on another device performed out with 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for accuracy. The patient manages her diabetes with shots (other than insulin). The patient confirms she took her usual dose of medication (including sliding scale) in response to the product issue on (B)(6) 2014 at 8am. The patient denied that she developed symptoms as a result of the issue; however reported being treated by the emergency room on (B)(6) 2014 at 5 or 8pm, with IV fluids. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure setting and the correct sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated with IV fluids for a serious injury after the alleged meter issue began.

Manufacturer narrative:
Correction #1 - october 01, 2014, this supplemental is being sent to correct information sent in the initial report, the first paragraph of the incident description should have read "and alleged their ot ultra2 meter read inaccurately low compared to another meter."